Event description:
It was reported that a spectrum pump had top row of keys are inoperable and 5 and 7 key also do not work during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing while running a set on the pump, a bad keypad occurred. Evaluation observed and found that keypad #5, #8 and #9 keys did not work properly and were not responding. The reported condition was verified. The cause of the condition was determined to be failed keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.